Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted on (B)(6) 2022. At a routine follow-up, it was noted via transesophageal echocardiography (tee) that the device had a 5mm x 7mm leak present on the closure device. The physician performed a leak closure procedure using a non-boston scientific duct occluder. There were no patient complications reported.